Event description:
This report summarizes an event that was reported to midmark on dec 07, 2023 in which it was stated that the back of a dental chair detached from the base allowing a patient to slide to the floor. The patient received medical observation, and no injury was indicated. Per service note, the shoulder bolts that hold the backrest at the side of the chair behind the touch pad controls became unthreaded. No further details are available at the time of this report.